Event description:
It was reported that during the implant procedure, the physician dissected the coronary sinus when cannulating the catheter. The physician completed the procedure and noted that the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Coronary sinus dissected.